Manufacturer narrative:
Due to character limitation (e1). Event site full address: (B)(6). Corrected fields: e1 postal code (postal codes for countries outside the united states are not submitted to the FDA. However, it was inadvertently included in the initial emdr submission). Updated fields: b4, d8, g3, g6, h2, h6 (investigation findings, investigation conclusion, type of investigation), h11. A getinge field service engineer inspected the device. After inspection, it was found that, all manifold tests failed as well as compressor cycling and drive regulator calibration failed. The fse fixed the unit by calibrating drive regulator vacuum setpoint and pressure setpoint to acceptable values. All manifold tests, compressor cycling was passed. The device passed functional and safety checks and was returned to normal use.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(medical device ¿ problem code).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e1 (email), e3

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) power-up fault code #14. There was no patient involvement.